Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife reported via phone call that the customer was in hospital due to hypoglycemia on (B)(6) 2021 during the 11pm. The customer blood glucose level was too low to measure. The customer was assisted with troubleshooting. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer had treated with food, glucose tablets and intravenous insulin drip. Customer on and off the insulin pump for two weeks. The customer was fell out of bed during the event. The insulin pump will be returned for analysis.